Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received reported that the patient¿s hemoglobin drop was noted on (B)(6) 2020.

Manufacturer narrative:
The referenced of the patient's multiple gastrointestinal bleeding (gi) admissions was reported under MFR # 2916596-2021-03953. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with intermittent gastrointestinal bleeding (gi) bleeding since (B)(6) 2020 requiring multiple transfusions as outpatient and acute blood anemia secondary to gi bleeding. On (B)(6) 2021, the patient received 2 units of packed red blood cells (prbcs) and 2 units of prbcs on (B)(6) 2021. The patient received 1 unit of prbc on (B)(6) 2021. The patient was transfused as necessary for hemoglobin (hgb) below 7.0 g/dl in which the patient¿s hgb on (B)(6) 2021 was 7.4 g/dl. On (B)(6) 2021, esophagogastroduodenoscopy (egd) negative; pillcam performed (B)(6) 2021 revealed a few arteriovenous malformation (avms) in the distal jejunum with no active bleeding; interventional radiology (ir) angiogram on (B)(6) 2021 was negative. The patient was continued on ferrous sulfate 325 mg twice a day. No additional information provided.